Manufacturer narrative:
Evaluation results: one cadd prizm vip pump was returned in good condition for investigation. The pump's event history log was reviewed, and the "wrong cassette" alarm message was observed. The customer's reported product problem was replicated. The pump showed signs of fluid ingression. The cause of the reported product problem was attributed to user damage, caused by fluid ingression. The downstream occlusion sensor and real time clock lithium batteries were replaced.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a 'wrong cassette' error message when the pump latch was turned. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was an issue with the real time clock. No adverse patient effects were reported.